Manufacturer narrative:
This complaint was identified during our retrospective review on private label complaints from our facility in (B)(4). Based on the available information, our medical determination is that this adverse event is serious: the patient was reported to have bled per urethra after a urinary catheter whose balloon had failed to deflate, was removed 'with effort'. (B)(4).

Event description:
The complaint was received by (B)(4) on (B)(6) 2011 from (B)(6) for product 2 way standard sec foley catheter size 14x10. Customer complaining: "balloon was blocked with aqua. Wear time only 1 hour. Impossible to deflate balloons completely; 3ml remaining in balloon, so catheters has to remove with effort. After that, patient was bleeding out of urethra."